Event description:
It was reported that there was noise and oversensing on this pacemaker system while programmed in unipolar configuration. It was also reported that there was possible loss of capture (loc) of the rv lead. Technical services (ts) analyzed device episode data and found stored ventricular episodes due to the oversensing. Full rv capture was confirmed on the presenting electrogram (egm) but uncertain during the stored episodes. Ts suggested that patient be brought into clinic for rv lead evaluation and programming changes. No adverse patient effects were reported. Currently, this pacemaker system remains in service.